Event description:
Per the audiologist, the patient's cochlea was ossified resulting in difficult insertion of the electrode array during the initial surgery. The patient underwent a revision surgery in 2008, to reinsert the electrode array. The patient showed good neural response after surgery.

Manufacturer narrative:
This is a final report.